Event description:
A complaint was received regarding a chemoclave® vented bag spike that experienced deformation and leakage. The reporter stated, "the silicone was sunken and chemo leaked." The event occurred during infusion. It was also mentioned that there was concomitant drug, no concomitant device, no bleed-back, with orectalip chemo, and no bio-hazard. Sample photo was provided showing the involved product. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
One (1) used. List #ch-14, chemoclave® vented bag spike was returned for evaluation. As received, a stick down on the clave was observed; no additional damage or anomalies were observed. No mating device was returned for evaluation. The returned set was primed, and a flow restriction was observed. The clave was disassembled, and a crush spike and seal tearing on the top face of the seal, and the side of the seal was observed; no additional damage or anomalies were confirmed. The complaint of silicone was sunken, and the chemo leak can be confirmed. The probable cause is due to a molding error in salt lake city. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9: date returned to mfg: 5/12/2025.